Event description:
The customer reported that the system temporarily lost functionality and locked up. System functionality was recovered by a reboot. No pt status injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.